Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard flow controller administration set with needleless y-site(s)experienced flow issue. The following information was provided by the initial reporter: for the failed prime for this tubing.

Event description:
It was reported that the bd maxguard flow controller administration set with needleless y-site(s)experienced flow issue. The following information was provided by the initial reporter: for the failed prime for this tubing.

Manufacturer narrative:
H6: investigation summary one used sample (model #mfs102, lot #22029883) was returned for investigation. It was reported by the customer that product failed priming. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to an IV bag filled with water and attempted to be flushed. The set was unable to be flushed. The male luer, y-site and flow controller were cut from the set. Flow was restored once the flow controller was cut from the line. No excess solvent was observed at the ports of the flow controller. The customer complaint that the set was unable to be primed was able to be confirmed. The root cause is caused by a misplaced gasket. Corrective actions have been taken to correct the issue and the component that was received was constructed before the corrective actions were put in place. A device history record review for model mfs102 lot number 22029883 was performed.